Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the scope connector, control unit, connecting tube, plastic distal end cover, bending section cover, grip, universal cord, scope cover, switch box, switch 1, switch 4, right/left knob, up/down knob, free engage knob, forceps elevator lever, flexibility adjustment ring, image guide protector, scope connector cover unit, and protector of universal cord on the control section side all have scratches, due to adhesive peeling on the bending section cover; insulation resistance value at the distal end does not meet the standard value, due to wear of angle wire, the bending angle in up direction and the play of the up/down (u/d) knob is out of the standard value, an abnormal sound is made due to damage on u/d knob, due to deformation; the u/d knob does not move smoothly, celling plate has a crack, adhesive on the bending section cover has a chip, indication on scope connector is peeled, control unit has discoloration, suction cylinder is shaved, switch 4 has wear, and due to deformation of the u/d knob; water tightness is lost. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay during precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviation from instruction for use were identified. The event can be detected and prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.